Event description:
(B)(4) study/ medtronic received information regarding an acute stroke procedure. On the same day post-procedure, parenchymal hematoma (ph1) occurred in the left frontal lobe. Two days post-procedure, modified ranking scale (mrs) 6, the patient expired. The target vessel was not initially re-vascularized by tissue plasminogen activator (t-pa) treatment and mechanical thrombolysis was then performed. The occluded vessel was left middle cerebral artery, tici 0. Solitaire fr 4x20 made two pass within the same vessel which achieved thrombolysis in cerebral infarction (tici) 2b, arterial occlusive lesion (aol) 2. The physician determined that complications that were within expectations developed as a result of indicated treatment performed.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the site. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. Based on the reported information, there did not appear to have been any defect of the device during use. The events occurred in the patient post procedure and their causes were unknown. (B)(4).

Event description:
Medtronic received additional information that the patient had worsening of nih stroke scale from 30 to 42 due to the patient's primary disease. The event was reported to have occurred by the change in blood flow as a consequence of revascularization during the procedure.